Event description:
A report was received that stated the patient an (B)(6) female underwent a lumbar fusion. The patient was in the prone position for the 11 hours procedure and cover ed with a warming blanket. The warmer (blower unit) was turned on and off as needed, the unit was turned off whenever the patient temp was over 37c. Post-operatively blistering/redness on the upper back and left triceps was recorded as terminal note in the chart as "burn secondary to warmer blanket". Parenthetically it was also reported that the patient also experienced blistering/redness on the forehead where the bis monitor strip (manufacturer not known) was placed. Also blistering/redness on the face, chin, cheek, and forehead where contact with the gel positional pillow (manufacturer not known) was located.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.